Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was revealed that a low and out of range pacing impedance measurement was observed. No action will be taken at this time and the patient will continue to be monitored. The patient was in good condition with no adverse consequences.